Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to replace the faulty pump, return the problematic one using a pre-paid label within 10 days, and use mdi as a backup therapy. A replacement pump was sent, and instructions were provided for programming pump settings and connecting the cgm to the new pump. The customer understood all instructions and confirmed the shipping address.